Manufacturer narrative:
The subject device was returned to omsc for evaluation but the evaluation is still in progress. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is provided, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared three hours after the therapeutic procedure started. The user facility completed the procedure using a similar device. The user facility inspected the subject device after the procedure and confirmed that the image disappeared when the bending section of the subject device was angulated. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported image loss was duplicated when the bending section was angulated. The subject device was disassembled and the ccd cable was removed. Angulating the ccd cable at the bending section duplicated the reported phenomenon. No irregularities were found in the video connector. Based on the above, it is considered that the ccd cable is broken, and the reported phenomenon has occurred. The cause of the ccd cable broken is consider to be the aged deterioration due to the angulation of the bending section, but the exact cause can not to be determined.